Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included antibiotics. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced uterine disorder ("uterine disorder"). The patient was treated with surgery (surgery/ii have to do bowel prep). Essure was removed. At the time of the report, the medical device removal and uterine disorder outcome was unknown. The reporter considered medical device removal and uterine disorder to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): biopsy - on an unknown date: result not provided. Ultrasound scan - on an unknown date: result not provided. Concerning the injuries reported in this case, the following ones were reported via social media: "uterine disorder." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: content from plaintiff fact sheet: case became serious incident event was added- medical device removal. Concomitant drug and reporter information were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.